Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 32mm gore® cardioform asd occluder to treat an atrial septal defect with a static size of 12.5mm and balloon sized to 17mm. The defect had no retro aortic rim and the septal length was 27-30mm. The device was inserted through a10f introducer sheath and fluoroscopy was used to image device advancement to the defect. The delivery system reportedly buckled in the inferior vena cava (ivc). The delivery system was removed and a venogram was performed. The delivery system was inserted again and was advanced without issue to the right atrium. The occluder was deployed and positioning was under review on transesophageal echocardiography. At this point, the patient began to desaturate. The device was completely removed. There was no retro-peritoneal bleed, and no perfusion around heart, but another venogram showed extravasation of the ivc. An atrium icast stent (7mm x 16mm x 120cm) was deployed to treat the extravasation and the patient stabilized. The procedure was ended and the patient will be sent for surgical defect closure at a later date.